Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19660463.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was no longer providing adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted implantable pulse generator (ipg) and paddle lead were not returned per hospital policy.